Event description:
The site had just completed a two-position treatment. The physicist thought the active wire was fully retracted and ejected the catheter key. Resettable error appeared notifying the user that the catheter had been ejected. The physicist stated that the wire was inside the cartridge when the catheter was ejected. The system key was then turned off and the unit was unplugged while the treatment summary screen was up or during that brief moment when the display screen goes blank right before the treatment summary screen appears. The system key was turned back on and the system was rebooted. Upon completion of boot-up, a "10-382 power fail treatment" error occurred. The error was reset by the user and the same treatment summary screen appeared which showed a dwell time of 205 seconds rather than the 136 seconds. The physicist confirmed that the active wire had dwelled for the proper amount of time (136 seconds). Technicial services instructed the site to exit out of the treatment summary screen before unplugging the unit. The system was functioning normally and was retained by the site.